Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter battery was not charging. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 11pm. The patient reportedly manages his diabetes with insulin (unknown type) and is a self-adjuster. He stated at an unknown time before attempting to use the meter he was experiencing symptoms of ¿feeling drained, nauseous and sweaty.¿ he tested using another unknown device 1 hour later and observed a value of ¿68mg/dl¿ and self-treated with food and/or drink at midnight. At the time of troubleshooting, the cca noted that the subject device was not brand new. The correct test strips were being used. The meter would not perform a rapid charge and would not power on upon pressing the power button. The subject products were replaced and pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms developed prior to the alleged issue. There is no evidence that the patient took inappropriate self-treatment and was able to test using another device. However, this complaint is being reported because the alleged product issue remained unresolved.